Manufacturer narrative:
An evaluation of the revised devices cannot be performed as the devices were retained by the patient and were not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, patient presented and complained of hip pain, dr. (B)(6) stated that a CT scan indicated a possible acetabular fracture/loose cup. Removed and replaced femoral head, and removed loose acetabular cup/liner. Re-implanted a stryker c-taper femoral head, and zimmer acetabular components.